Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited varying pace impedances from 400 ohms to high, out-of-range impedance measurements greater than 3,000 ohms. It was noted that threshold and sensing were fine, and x-rays revealed no lead fracture. It was discussed that the spring contact may be a possible cause. Review of recent episodes revealed noise one non-sustained ventricular tachycardia (nsvt) episode that was atrial fibrillation (af) with rapid ventricular response (rvr). Continued monitoring, specifically remote monitoring, was recommended for configuring lea check alert for noise and nsvt episodes. However, it was noted that remote monitoring may be difficult as this was as low income patient. This lead remains in service. No adverse patient effects were reported.